Event description:
It was reported that the patient experienced a hematoma due to the implantable cardioverter defibrillator (ICD). The physician elected to revise the pocket to resolve the issue on (B)(6) 2022. The patient condition was stable before, during, and afterwards.